Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: received information as following from sales rep via phone today. After investigation, the patient underwent cesarean section on (B)(6) 2025. The operator used the suture (vcp1359h) for uterine tissue suturing (the specific suturing tissue level and suturing method were unknown) during the operation. The problem of pulling off suture needle happened during the suturing. The operator immediately replaced a new suture (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. This event was caused by prolonged operation time (with specific delay unknown) and increased intraoperative blood loss (with specific increase of blood loss unknown) due to the replacement of suture. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint#: (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6: component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. At 4:40 pm, the patient was diagnosed with pregnancy complicated with oligohydramnios before surgery and planned to undergo surgery. During the operation, when using suture to suture the uterus, the problem of pulling off suture needle happened and could no longer be used. The doctor immediately replaced it and after examination, the suture was successfully completed. No adverse patient consequences were reported. Additional information was requested.